Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device remained implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex esophageal fully covered stent was implanted in the esophagus to treat an approximately 9 cm malignant stricture during a stent placement procedure performed on (B)(6) 2017. According to the complainant, on (B)(6) 2017, 14 days post stent placement, the patient experienced dysphagia. An esophagogastroduodenoscopy (egd) was performed and the scope was used to measure the placement distance; the stent was noted to have migrated 3-4 cm distally. A stent repositioning was performed and resolution clips were used to anchor the stent in position. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.